Event description:
Event description cpi received information that a ventak mini implantable cardioverter defibrillator (ICD) and lead system exhibited a possible rate-sense problem; the stored electrograms showed sinus rhythm, but rate-sense lead showed a 'noisy' signal. Invasive surgery was performed, and insulating sleeve of the adapter connecting the lead to the ICD was found to be pushed back, exposing the connection. The sleeve was rolled down to cover the connection and sutured, and the system exhibited no further problems. The adapter, lead, and ICD remain implanted.